Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 8 fr angio-seal vip was received for product evaluation. The arteriotomy locator, hemostasis sheath and carrier tube assembly were returned in the header bag for analysis. Visual inspection revealed no anomalies with any of the returned components. The hemostasis sheath and carrier tube assembly were returned separately, and the deployment sleeve was in forward lock position. Functional testing was performed, and the returned carrier tube assembly was inserted into the hub of the sheath and advanced all the way in, click sound was heard. The anchor and the tip of the carrier tube assembly can be seen at the distal tip of the sheath. Then, the device sleeve was manually moved to the rear lock position, and the anchor posted at the distal tip of the hemostasis sheath. The digital force was applied to the anchor, suture unspooled, and device deployed as intended. There were no functional anomalies noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after preparation was performed according to the steps, when the angio-seal device was being inserted into the insertion sheath, it was difficult to insert the device into the target site. The angio-seal device was then withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. Blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment being used with the reported product.